Event description:
It was reported that pre-op, the device had no stimulation response. The procedure was completed with replacement devices. There was no patient involvement.

Manufacturer narrative:
H3: product analysis found the buzzer does not respond when power on. Audio pcb failure. H6: codes applicable are fdm b01, fdr c0208, fdc d02 and additional codes img g02005. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), ubd: UDI#: (B)(4), manufactured date: 2017-03-14. H3: product analysis found the impedance self-test of stim1 failed. Interface pcb failure, cable aging, fuse broken. H6: codes applicable are fdm b01, fdr c0208, c070606, c070603, fdc d02 and additional codes img g02005, g02004, g0201202. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.